Event description:
It was reported that the patient presented for lead revision procedure. The right ventricular lead was capped and replaced on (B)(6) 2022 for an unknown reason. The patient was in stable condition.